Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display screen was delaminating, and a photo confirmed the cosmetic hardware issue without impact on blood glucose levels or device alerts. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and continued use without alarms. Investigation included customer interview, review of provided images, and assessment of device performance as reported. Investigation of this device revealed a screen adhesion defect limited to the display assembly, with no evidence of functional malfunction or alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing-related component or materials issue affecting the screen assembly.